Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the transmitter lost connection with the pump for greater than 1 hour. Additionally, it was reported that a sensor expiration alert occurred prematurely. There was no reported impact to the customer¿s blood glucose level. The transmitter ultimately regained connection with the pump a replacement sensor was sent to the customer..